Manufacturer narrative:
This report is filed on january 25, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, reprogramming attempts were made but the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.